Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump errors 4, 29 53,63 /open book image . Troubleshooting was performed; the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. However, the customer will discontinue using the insulin pump and pump will not  be returned for analysis.

Manufacturer narrative:
S.w version 2.9d; retainer ring = missing; case type = ngp; customer returned pump for an alleged high bgs, critical pump error (open book image) alarm, pump error 29 alarm, pump error 4 alarm, pump error 63 alarm and pump error 53 alarm found on (B)(6) 2023. No critical pump error (open book image) alarm. Noted during boot up. Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Also, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Pump error 4 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:49:07.000, (B)(6) 2023 23:56:13.000, (B)(6) 2023 23:58:31.000, (B)(6) 2023 00:01:11.000 (B)(6) 2023 00:04:08.000, (B)(6) 2023 00:05:13.000, (B)(6) 2023 00:14:12.000, (B)(6) 2023 00:19:02.000 (B)(6) 2023 00:30:20.000, (B)(6) 2023 00:30:34.000, (B)(6) 2023 00:32:16.000, (B)(6) 2023 23:06:24.000 (B)(6) 2023 23:07:07.000, (B)(6) 2023 23:17:37.000, (B)(6) 2023 23:27:42.000, (B)(6) 2023 06:00:04.000 (B)(6) 2023 06:06:27.000 pump error 4 alarm was confirmed, suspected on hw. Pump error 53 alarm ((B)(6)) was recorded and found in the formatted history file on: (B)(6) 2023 11:53:38.000, (B)(6) 2023 23:55:24.000, (B)(6) 2023 23:58:33.000, (B)(6) 2023 00:05:15.000 (B)(6) 2023 00:14:14.000, (B)(6) 2023 00:15:03.000, (B)(6) 2023 00:15:35.000, (B)(6) 2023 00:19:55.000 (B)(6) 2023 00:23:31.000, (B)(6) 2023 23:07:09.000, (B)(6) 2023 23:12:02.000, (B)(6) 2023 23:14:52.000 (B)(6) 2023 23:15:54.000, (B)(6) 2023 23:17:39.000, (B)(6) 2023 23:21:21.000, (B)(6) 2023 23:26:52.000 (B)(6) 2023 23:27:44.000, (B)(6) 2023 05:59:06.000, (B)(6) 2023 05:59:15.000, (B)(6) 2023 05:59:15.000 pump error 53 alarm ((B)(6)) were confirmed, suspected on hw. Pump error 29 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:51:51.000, (B)(6) 2023 11:56:12.000, (B)(6) 2023 12:00:15.000, (B)(6) 2023 00:01:53.000 (B)(6) 2023 00:01:53.000, (B)(6) 2023 23:10:48.000, (B)(6) 2023 23:14:00.000, (B)(6) 2023 23:16:44.000 pump error 29 alarm was confirmed, suspected on hw. Pump error 63 alarm (variableinfo 01) was recorded and found in the formatted history file on: (B)(6) 2023 11:46:13.000 (B)(6) 2023 23:37:50.000 pump error 63 alarm (variableinfo 01) was confirmed due to software error. Pump error 63 alarm (variableinfo 03) during self test was recorded and found in the formatted history file on: (B)(6) 2023 09:21:16.000 the keypad overlay was removed to perform visual inspection and found corrosion on the u1/keypad assembly noted. Pump error 63 alarm (variableinfo 03) during self test was confirmed due to corrosion on the u1/keypad assembly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 31-jan-2023 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 07:47:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:52:09.000, (B)(6) 2023 00:30:20.000, (B)(6) 2023 23:10:29.000, (B)(6) 2023 23:13:34.000 (B)(6) 2023 23:15:54.000, (B)(6) 2023 23:21:21.000, (B)(6) 2023 23:26:52.000, (B)(6) 2023 05:59:06.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:23:34.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:14:53 pm. There was no power data available for the event date of (B)(6) 2023 at 07:47:00.000. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery in the pump does not have enough power. The customer may have used a low/no power battery, pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a overlay missing, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip were confirmed. Critical pump error (open book image) alarm was not confirmed. Pump error 63 alarm (variableinfo 01) was confirmed due to software error. Pump error 63 alarm (variableinfo 03) during self test was confirmed due to corrosion on the u1/keypad assembly noted. Pump error 29 alarm, pump error 4 alarm and pump error 53 alarm were confirmed due to corrosion on the pcba1, pcba2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.